Manufacturer narrative:
Upon follow up, the customer reported to have reverted to using insulin injections for insulin therapy. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction code. Tandem technical support assisted the customer with clearing the code. After troubleshooting, the customer did not have enough insulin in the cartridge to load it back onto the pump. The blood glucose (bg) level elevated to 530 mg/dl and insulin injections were administered to address the bg level. The customer received the same malfunction code on (B)(6) 2017 and the code was cleared. The customer was to continue to use the pump for insulin therapy.